Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist checked the server and confirmed the account was active and not locked. Requested customer to attempt login at one station and provide station details, time and date of the login attempt, and any error observed. A follow up email was sent to the customer with the same request. The customer later replied that the it department had resolved the login issue for pyxis related applications. The issue was resolved. The system functioned as intended after the customer resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, user was unable to authenticate. The customer reported being unable to sign in to any stations, receiving an "unable to authenticate" error. The customer confirmed with pharmacy and hit that the account was active, and hospital information technology (hit) attempted to reset the account password, but the issue persisted. However, there were no delay to patient care and adverse events or injuries reported based on this incident.